Manufacturer narrative:
Per the surgeon, the patient underwent a second revision surgery on (B)(6) 2013, to excise the excess skin around the abutment. During the same procedure, the abutment was exchanged. (B)(6). This report is filed october 23, 2013. Implanted device remains.

Event description:
Per the clinic, the patient underwent a surgical procedure to treat skin overgrowth and to debride the implant site. The patient was administered injectable steroids and antibiotics (types not reported.) The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.